Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with the ilet, resulting in intermittent communication but connection remained in the dexcom app; the user was instructed to re-pair, after which pairing and sensor warmup began. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.